Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a malfunction in automatic mode causing a loss of mechanical ventilation during a case. The patient was switched to manual ventilation, the unit was replaced, and case resumed. There was no report of patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.